Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter batch number 22388328 in an opened pouch and box labeled as batch number 22388329. The packaging, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that the device sterility was compromised. A 1.25mm rotalink burr was selected for use. During preparation, it was noted that the inner package contaminated. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the device sterility was compromised. A 1.25mm rotalink burr was selected for use. During preparation, it was noted that the inner package contaminated. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.